Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that they had problems with low blood glucose (bg) levels over the past month. There was no bg levels provided. The patient stated she is unsure why, there were no settings changed on the pump and no alarms. The basal rates were correct. The patient stated that about one month ago she attempted to give a bolus and where it was not given although it showed in the history to have been completed. The reporter stated that it seemed to go to zero immediately and did not appear to be infusing. The patient reported since then the bolus have been functioning properly. There is no reported adverse event with this complaint. This report is made based on the allegation of the inaccurate delivery issue.

Manufacturer narrative:
Follow-up #2 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A review of the black box shows that at 21:34 on (B)(6) 2013 a bolus was partially delivered and cancelled by the user, and that at 21:36 on the same date another bolus was programmed and completed. A review of the alarm history shows typical usage. The pump was exercised for (B)(4) with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The complaint could not be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.